Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). A review of the device history record revealed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports in an event in (B)(6) as follows: the complainant had great difficulty removing a locking compression plate from the patient¿s right clavicle during a planned explant surgery on (B)(6) 2014. This device and associated screws were implanted on (B)(6)2013. During the explant surgery, a screw head had to be broken during removal because the screw head was ¿locked into the tungsten wick.¿ the screw shaft remains in the patient¿s bone without exceeding. There was no reported clinical impact. There was a 10 minute surgical delay due to the reported event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing investigation action was conducted, the report indicates that: synthes (B)(4) is a ce certified manufacturer and distributor of surgical instruments and implants for the treatment of bone fractures on a worldwide basis. Synthes (B)(4) herewith declares that the examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. We are not aware of any quality problems or failures caused by a faulty product. Also we are not aware of any other complaint for this article- and lot number combination. Based on the provided information and without the involved part no further evaluation is possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.